Event description:
It was reported that two maxan screws at the bottom end of the construct fractured approximately 18 months post-operatively. A revision surgery was initially scheduled, but was cancelled because the patient is not experiencing any symptoms. This is report two of two for this event.

Manufacturer narrative:
H6: additional method code: 4109. Corrections in b1, b5, h1, h6: patient and impact codes. Additional information in d4: expiration date & UDI number, h4, and h6: component, investigation type, findings, and conclusions. Device evaluation: the device was not returned, however x-rays were provided which show that the two screws at the bottom of the construct are fractured. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference report 3012447612-2023-00386.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that two maxan screws at the bottom end of the construct fractured approximately 18 months post-operatively. A revision surgery is scheduled. This is report two of two for this event.